Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
The surgery center reported that a laser vision correction patient presented with recurrent erosion in the right eye (od) at the a 9-month post op exam. A brief description from the surgery center notes there was recurrent corneal erosion in the od secondary to the patient poking the eye. The patient¿s chief complaint was of pain in the right eye upon awakening. An epithelial debridement was performed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.00 x -1.25 x 168, left eye pre-op 20/20 -1.00 x -1.25 x 12. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
Additional information: additional information was provided that the patient was presented with acute eye pain on (B)(6) 2019. The patient was treated with cyclopentolate, bandage contacts lens, antibiotics, and artificial tears. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted placeholder

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.